Event description:
It was reported that during implant of the right ventricular (rv) lead the connector tool could not be used; it did not function as expected during lead testing. The tool was removed and the lead was tested directly through the pacing system analyzer. The lead was subsequently successfully implanted without adverse effects. Additional information received indicated that the lead dislodged after implant; the dislodgement was confirmed via imaging. The lead was successfully repositioned on (B)(6) 2026. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary/conclusion:: with the available information, and based on product record reviews, boston scientific concludes that the event could be attributed to off-label, unapproved or contraindicated use. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during implant of the right ventricular (rv) lead the connector tool could not be used; it did not function as expected during lead testing. The tool was removed and the lead was tested directly through the pacing system analyzer. The lead was subsequently successfully implanted without adverse effects. Additional information received indicated that the lead dislodged after implant; the dislodgement was confirmed via imaging. The lead was successfully repositioned on (B)(6) 2026. No additional adverse patient effects were reported.

Event description:
It was reported that during implant of the right ventricular (rv) lead the connector tool could not be used; it did not function as expected during lead testing. The tool was removed and the lead was tested directly through the pacing system analyzer. The lead was subsequently successfully implanted without adverse effects. Additional information received indicated that the lead dislodged after implant; the dislodgement was confirmed via imaging. The lead was successfully repositioned on (B)(6), 2026. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: please refer to section f for updated device coding.